Event description:
A report was received that the patient was hospitalized for a bacterial spinal meningitis. The patient was treated with intravenous antibiotics. The physician stated that it was not device related. The patient underwent an explant procedure. It was reported that the patient had no neurological defects.

Event description:
A report was received that the patient was hospitalized for a bacterial spinal meningitis. The patient was treated with intravenous antibiotics. The physician stated that it was not device related. The patient underwent an explant procedure. It was reported that the patient had no neurological defects.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model#: sc-4316, lot #: 16781140, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.